Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a system controller reset was confirmed via the log files. Data from the reported event date of 30jan2025 in the submitted controller event log file was reviewed. The log file captured atypical power cable disconnect and low voltage hazard alarms on (B)(6) 2025 from 08:04:23 to 08:04:26 due to a loss of external power while connected to the mobile power unit. A pump stop event was also captured during the loss of external power from 08:04:24 to 08:04:26, which appeared to be due to an electrostatic discharge (esd) event. The pump was unable to restart due to an abnormal system controller reset that was captured on (B)(6) 2025 at 08:04:26. After the reset, an lvad off alarm was active until the pump successfully restarted on (B)(6) 2025 at 08:04:36, which cleared the alarm. There were no other alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all the system controller alarms. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was getting dressed when they experienced low voltage alarms while connected to the mobile power unit (mpu). Then mpu lights shut off and the alarms stopped. The patient attempted to plug the mpu into another outlet, but the lights remained off. Patient proceeded to connect to battery power and no alarms appeared. The left ventricular assis device was interrogated at clinic and found that the pump had stopped. Low voltage, pump stop, and no external power alarms were noted, and patient denied any static electric shocks. Log files were submitted for further evaluation. The log file captured a series of pump stops alarms on (B)(6) 2025 at 8:04 am. It appeared that an electrostatic discharge (esd) event produced a surge that caused the mpu to shut off. This pump stop lasted for 12 seconds. The log also noted a few low flow flags between (B)(6) 2025 that were not sustained for long enough (at least 10 seconds) to activate an audible alarm. There were no other unusual events recorded in the log file event history. The mpu was exchanged. It was also noted that the patient experienced no adverse effects from the pump stop. Further review of the submitted log files revealed that the system controller reset on (B)(6) 2025 following the loss of external power to the mpu. Prior to the reset, the backup battery was supporting the system during the loss of external power without any issues.